Event description:
The pt began to experience painful stimulation both in the chest wall and at the neck site. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no indicating that the generator had not reached end of service. Reviews of x-rays did not reveal any obvious discontinuities in the ncp system. Treating neurologist indicated that the pt has experienced significant benefit from the vns therapy, but that their seizures are severe when pt does have them; therefore it was believed that the system may have been damaged during a seizure. It was reported that the extra lead coil used to be located beside the generator, but that it has since moved back behind the generator.